Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and rv impedance variation. It was noted that the rv lead also exhibited oversensing resulting in inhibition of pacing and misclassification of episode type in addition to ventricular tachycardia/ventricular fibrillation (vt/vf) detection and inappropriate therapy. Additionally, the rv lead exhibited t-wave oversensing (twos), oversensing of non-physiologic electrical noise artifact which resulted in inappropriate therapy, and a fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and rv impedance variation. It was noted that the rv lead also exhibited oversensing of non-physiologic electrical noise artifact which resulted in inappropriate therapy and a fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d, implanted (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections: b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.